Event description:
The company was informed that the recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient's revision surgery occurred due to a thin skin flap, infection and magnet issues. The recipient's infection has resolved. The recipient was successfully activated. The external visual inspection revealed the electrode was severed and tool damage to the silicone overmold on the top cover of the device this is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the electrical and mechanical tests performed. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.